Event description:
On (B)(6) 2016, the lay-user/patients daughter contacted lifescan (lfs) USA, alleging that the patients onetouch verio iq meter read inaccurate. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that at an unspecified date and time the patient began acting drunk. In response to the symptom, the reporter claimed the patients blood glucose was tested with the subject meter and an alleged inaccurate result of 108 mg/dl was obtained. The reporter claimed that despite the alleged inaccurate reading obtained, she treated the patient with orange juice and contacted the emergency medical services (ems) for assistance. The reporter claimed a blood glucose reading of 28 mg/dl was obtained on the ems device. No additional treatment was specified. Troubleshooting was unable to be performed. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs criteria for a serious injury reportable adverse event after the alleged product issue began.